Manufacturer narrative:
D10 concomitant products: forcefx-8, force fx-8 force fx-8 force fx int x1 (serial#: unknown), forcefx-8, force fx-8 force fx-8 force fx int x1 (serial#: unknown) xinghua huang. "A comparative study of argon plasma coagulation and electrosurgical knife on postoperative complications after curative resection for hepatocellular carcinoma". 2025. Langenbeck's archives of surgery (2026) 411:26. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study comparing the effects of argon plasma coagulation device and a monopolar electrocautery knife (ek) powered by the force fx-8 generator in managing curative liver resections for hepatocellular carcinoma. A total of 319 patients were included in the study from january 2013 to january 2018 comprising of 277 males and 42 females. 200 patients were in apc group while 119 were in ek group. Of the patients in the ek cohort, 30 experienced hydrothorax [pleural effusion due to liver failure] and 23 patients with ascites. A comparative study of argon plasma coagulation and electrosurgical knife on postoperative complications after curative resection for hepatocellular carcinoma; xinghua huang;2025; langenbeck's archives of surgery.